Event description:
A pt with end stage renal disease (ersd) complained of not feeling well immediately after coming off dialysis. The pt experienced altered mental status, drastic changes in blood pressure and a severe hemolytic event. There were no intra-dialytic alarms documented or reported. There were no vascular access/blood flow issues. The max blood flow obtained was 400 ml./ minute. There were no blood flow interruptions reported or documented. The physician called the nurse and the next day questioned whether the pt had received any blood products during dialysis, which the patient had not. The pt required transfer to pcu, then ICU; required intubation, continuous renal replacement therapy (crrt) which were emergency interventions. The pt's skin was bright red and the pt was diaphoretic, shaking and weak. The pt complained of increased numbness and tingling in his left arm. Also, the machine used prior to the pt becoming symptomatic is currently removed from service and being checked by clinical engineering. All documentation regarding the machine safety and hemodialysis (hd) prescription parameters were completed appropriately. This occurred prior to the pt's hemodialysis treatment being initiated on the day of the event. We have requested the report from clinical engineering and will forward it when it is received.